Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report a motor error alarm during the basal rate delivery. The customer stated that the insulin pump was exposed to an MRI scan as she works in a hosp. Troubleshooting was performed, and the insulin pump failed the displacement test. Advised the customer not to expose the insulin pump to high magnetic fields. Advised the customer that the insulin pump would be replaced. Nothing further was reported.